Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.93 volts on 2016-september-13. Elective replacement indicator (eri) had not been triggered. No patient alerts.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion and/or unexpected longevity. The ipg remained in use, and was subsequently, explanted and replaced. Before device replacement, telemetry was established with the ipg and noted longevity was continuously minimum nine months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.